Event description:
Note: date of event and procedure date are unknown. This report pertains to first of two devices that reportedly malfunctioned during the same procedure. Refer to associated manufacturer report# 3005099803-2008-05376 for a description of the other event. It was reported to boston scientific corporation in 2008 that a resolution clip device was used during an upper hemostasis procedure (patient gender, age and weight are unknown). According to the complainant, the sheath was separated from the blue grip. The clip grasped tissue but was not placed in the correct place. A second clip would not deploy. The procedure was delayed approximately 10 minutes and completed with third resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
No consequences or impact to patient. Component(s), detachment of. Visual examination of the returned device revealed that there was a kink at the handle and the sheath grip was detached from the over sheath. The device was half deployed. The bushing was located inside the over sheath approx. 2". The clip assembly, located just inside the over sheath, was detached from the bushing and yoke. The tabs were closed and the clips had an overbite. The yoke, still attached to the control wire, was actuated several times and deployed as per design. As evident by the kink in the control wire and the sheath grip being detached, the end-user may have exceeded the design limits of the device during used based on the direction for use (dfu) "precaution (s) prior to use" statements. *in a difficult scope position, it may be necessary to straighten the endoscope to facilitate the device passage, and then reposition scope for treatment. If the catheter or over-sheath kinks or becomes damaged during device insertion or passage, do not use it. *in a difficult scope position, it may be necessary to straighten the endoscope to expose the clip from the over-sheath, and then reposition scope for treatment. If the catheter or over-sheath kinks or becomes damaged during device insertion or passage, do not use it. The device history record for this lot was reviewed; no anomalies were noted.